Manufacturer narrative:
Submit date: 4/28/17. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the nurse was hanging the feed bottle that was connected to the pump set and it broke part. The set was not yet connected to a patient so there was no harm caused. This just created a big mess when formula spilled everywhere.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A visual inspection was performed and the silicone tube was detached from the mystic connector. The mystic connector was measured and was within specification. A possible root cause can be due to incorrect placement in the pump. Incorrect placement can cause additional stress to the tubing resulting in a detachment. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.